Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-09346. It was reported that high impedances were noted on few lead contacts. Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-09346. Additional information identified that surgical intervention was undertaken wherein the ipg was replaced on (B)(6) 2018, which resolved the impedance issue. Patient was reprogrammed post-surgery. Impedances were normal and issue was resolved.